Manufacturer narrative:
(B)(4). E1 initial reporter email address - (B)(6) .

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. A wire detached was not found within the investigation window. The allegation was not confirmed. However, a detached needle was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.